Event description:
Pt was revised to address loosening of the femoral and tibial components.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the reported mfg lot numbers. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.